Manufacturer narrative:
Received 5/13/2017: the contact reported additional occlusion alarms. The customer experienced a bg level of 250mg/dl and 345mg/dl. Correction boluses were delivered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears their pump against their skin. The contact reported the pump would continue to be used for insulin therapy. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The contact reported that the customer experienced blood glucose (bg) levels of 300mg/dl and 223mg/dl. A correction bolus was delivered to address the 300mg/dl bg level. A system check was performed using the current supplies and the pump performed as intended. The contact declined to remove the customer's infusion set site. The contact reconnected the infusion set tubing to the site and resumed insulin deliveries. Contact alleged that there was an underlying issue for the occlusions as the number of occlusions had increased although the customer was using the same type of supplies and same site areas. Tandem technical support advised the contact to discuss different infusion set types with the customer's healthcare provider as the contact mentioned the customer was lean.